Event description:
Unomedical reference number (B)(4).event occurred in (B)(6).it was reported that a child patient faced a bent cannula and experienced high blood glucose level of 18.9 mmol/l with ketone level 3.3 mmol/l. This issue occurred with three infusion sets which they inserted, and the patient went high. Upon removal of the set, the cannula was found to be bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.no further information available.